Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 330-440 mg/dl with trace to moderate ketone levels. The customer changed the supplies on the pump. A correction bolus was delivered to address the bg level. As the supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of these occlusions.